Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Discarded.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2016 due to instability. The bearing and locking bar were removed and replaced.